Manufacturer narrative:
The reported complaint was confirmed. The user facility has been advised not to mount the level sensor on a rounded portion of the reservoir. The field service representative (fsr) replaced the level sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to operate as intended throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, majority of the time the sensors would not detect. A few instances, the sensor would detect and be "green" but it would still alarm or alert during the case and either send a signal or start coasting the pump. It was also mentioned that the sensors are mounted on curved areas on the reservoir which could affect the sensor's readings.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was intermittently not working. They removed the sensors and continued the procedure without them. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.